Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733752: h3) a manufacturer representative (rep) went to the site to test the navigation system. The flat emitter was replaced and the system performed as intended. Codes: b01, c07, d02 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively in an unknown procedure. It was reported that there were issues with the magnetic field failing during cases. Patient present, impact no provided. Surgical delay not provided. No further information available. Additional information was received. The tracking was in and out of range. The procedure being performed was a functional endoscopic sinus surgery (fess)/skull base. There was a 5 minute surgical delay and no known impact to patient outcome. The tracking was intermittent, it was good at the beginning and bad in the middle, sometimes coming back. Troubleshooting was performed, the system worked perfectly with a newer emitter from another hospital owned system.